Event description:
A technician reports a pt with an undercorrection in the right eye following refractive surgery. Approximately 9 months following the initial surgery, this pt received a retreatment procedure. At one week post-enhancement, the pt's manifest refraction was -.50 -.25 x 21, ucva was 20/30 and bcva improved from 20/25 pre-op to 20/20 post-op.

Manufacturer narrative:
A review of this system's service history shows the laser was verified successfully prior to the reported event and after the reported event. A logfile review from the date of this event showed this pt's treatment was completed to 100% with two breaks, both times, the laser pedal was released by the surgeon. All laser system functions were within specifications throughout the case. A root cause has not been identified, as the system was operating within specifications. (B)(4).